Event description:
On (B)(6) 2011: doctor's office telephoned cutera to report adverse event "cold burn" after vascular treatment to the chin of a pt with "rosacea". Treatment date was (B)(6) 2011. The "cold burn" resulted in a "keloid scar" per the doctor's office report.

Manufacturer narrative:
On (B)(6) 2011: vascular treatment #2 for diagnosis of "rosacea". The 1064nm nd: yag infrared laser (s/n: (B)(4)) was used for both the laser genesis treatment and vascular treatment to the skin. The xeo series of systems can be used to treat vascular lesions by the process of selective photothermolysis. When treating vascular lesions, the blood temperature at the targeted area is elevated to a level that causes coagulation w/o damage to the epidermis or surrounding tissue. Since the 1064nm nd: yag laser energy is absorbed by melanin in the epidermis, as well as the desired target of hemoglobin, the epidermal cooling feature integrated in the handpiece is used to reduce the temperature rise in the epidermis. The prevent damage to the surrounding tissue, tissue cooling should be performed before and after the light pulse. Surface cooling improves safety. The pre and post continuous contact cooling time with the copper tip of the cutera 1064nm nd: yag laser is generally from a few seconds to less than 1 min during a laser vascular treatment. The calibrated tip temperature of the copper tip for the cutera nd: yag 1064nm laser is 4 degrees celsius in "ready" mode. The copper cooling tip is not used during the laser genesis treatment. The handpiece is kept is constant motion. There were no error codes. The -3 degree celsius tip temperature could not have caused or contributed to a cold burn injury w/o having been in constant contact with the affected skin for greater than 20 mins with no warming measures. The skin temperature was elevated with each of the 78 pulses that were delivered to the treatment area by the nd: yag 1064nm laser. The pt treatment record reflects that "78" pulses were delivered during the vascular treatment.